Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the driveshaft of the catheter spun up over the guidewire. The device was removed from the patient and another method was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly. The device was returned with the imaging window twisted, which began 0.70 cm from the distal end of the lap joint section. A kink in the imaging window can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter, if the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the imaging window could bend and consequently collapse into a kink. All compiled information on this investigation determines that the most probable cause is: cause not established.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the driveshaft of the catheter spun up over the guidewire. The device was removed from the patient and another method was used to successfully complete the procedure. There were no patient complications.